Event description:
The initial complaint description was received as follows: " needle was not coming out of the sheath". The initial complaint info received indicated occurred prior to pt contact. During the device evaluation conducted on (B)(6) 2013 the needle of this device as confirmed to be broken. No information was received prior to this indicating a needle breakage had occurred or that the device had been used. Physician used another needle to complete the procedure.

Manufacturer narrative:
The needled of this echo device was confirmed broken during the device evaluation on (B)(4) 2013. The complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of pt outcome. There were no echo-19 (echo) devices or lot number c855632 in stock at the time of the complaint investigation. One x echo device of lot # c855632 was returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was returned with the stylet removed from the device. No needle extended from the distal end of the sheath. It was evident that broken piece of the needle was returned with this device. The returned piece was measured approx. 25cm. It was noted that no distal tip of the broken needle was returned for evaluation. Further clarification on the complaint issue and broken piece of the needle was requested, however no additional information was received. Kink on the sheath was noted approx. 4cm distal to the sheath extender. It was possible to advance/retract the handle during device evaluation; however the needle was not coming out from the outer sheath confirming customer complaint. To further investigate the issue the needle was removed from the device and it was evident that the needle was broken and partially missing. Removed needle was measured approx 32.5cm from the luer lock, confirming needle breakage at the point of previously observed king (approx 4cm below the sheath extender.) It has been confirmed that no broken piece of the needle remained inside the sheath. It was determined during the laboratory evaluation that the cause of the customer complaint 'needle not coming out from the sheath' was that the needle was broken inside the sheath and distal part of the needle was missing. Cause of the needle breakage below the sheath extender may have attributed to needle kinking as kink on the sheath was evident at the point of breakage. A kink could have occurred due to product handling; however, a definitive root cause of the kink was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. There have been no adverse effects to pt, physician used another needle to complete the procedure. It has been reported that the event occurred before introductions device into the scope however due to the condition of the returned device it has been concluded that he needle may have been uses. Further clarification on the complaint issue and broken piece of the needle was requested, however no additional information was received. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaint of this nature will continue to be monitored for potential emerging trends.